Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the ear clip had a piece broken, and the lens cover for the keypad was cracked. Upon review of the event history log, no evidence of the stated problem was found. Device underwent functional testing, confirming the reported customer complaint. A piece of the ear clip was noted to be broken off. The problem source has been determined to be user interface.

Event description:
Information was received that device has a broken ear clip. No adverse effects reported.